Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen (B)(6) 2012 stating she experienced pain when lying down. The patient has not been seen since (B)(6) 2012. The physician wrote a prescription on (B)(6) 2012, but did not see the patient. The type and dosage of medication are unknown. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.